Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, there was a belt slip error on the roller pump. The device was not changed out, as the error did not reappear once the perfusionist reset the occlusion. The surgical procedure was completed successfully, and there were no delays, no blood loss and no adverse consequences to the pt.

Manufacturer narrative:
Customer is still using the system with no add'l error messages occurring, per the customer, they are not sending the unit in for repair.